Manufacturer narrative:
These events (cardiovascular and cerebrovascular) are for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular and cerebrovascular events on or about (B)(6) 2012 after the use of the product.